Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a crack in the side of the welded cassette. An underwater pressure test was performed, and it was noted that there was a leak from the cracked location of the cassette. The reported condition was verified. The cause of the leak was the cracked cassette; however, the cause of the cracked cassette was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from an unspecified location. The leak occurred during peritoneal dialysis (pd) therapy. It was not specified if the patient was connected for therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.